Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to endocarditis. It was noted that there was vegetation or thrombus on a lead. Additionally, it was mentioned that the origin of the infection was due to a chemotherapy port for breast cancer. There are no plans for replacement. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to endocarditis. It was noted that there was vegetation or thrombus on a lead. Additionally, it was mentioned that the origin of the infection was due to a chemotherapy port for breast cancer. There are no plans for replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The infection or infection related allegation could not be confirmed by lab analysis.